Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging that their one touch verio iq meter memory was missing the dates associated with the their blood glucose results. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. This complaint is being ruled out as an adverse event because the patient denied developing symptoms, obtaining blood glucose results or receiving treatment suggestive of a serious injury. However, this complaint is being reported because the dates associated with the blood glucose results in the subject meter's memory was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.